Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy handheld power adapter had a crack in it and it was not properly charging his handheld. Power adapter will not be available to manufacturer for product analysis.